Manufacturer narrative:
Section f9: approximate age of device -- 10 months, 11 days (calculated from the date when the centrimag console was manufactured). Section h4: additional information manufacturer's investigation conclusion: the reported event of blank flow and s3, f2, and m5 alarms was confirmed. The centrimag 2nd generation primary console was returned for analysis. A log file was downloaded from the returned console. A review of the downloaded log file showed events spanning approximately 14 days (16may19 ¿ 30may19 per time stamp). The console was operating a motor at a speed of ~4800 rpm with a flow of ~4.5 lpm prior to the reported event. On 17may19 at 10:51, the sub fault ¿sf_ifd_shutdown_detected¿ which triggered the alarms ¿system alert: s3¿ and ¿set pump speed not reached: m5¿. The speed dropped to ~3300 rpm and no flow was displayed. The alarms were able to be muted. The m5 alarm was able to be cleared. The console was forwarded to the service depot and was evaluated and tested. The reported event was unable to verified or duplicated. The console was tested with the returned and associated motor and flow probe. No error messages were received at any point. The pump was run at every specified rpm and flow speeds to check for any discrepancies and no failures were found. The console operated as intended and always maintained proper flow levels. A successful battery maintenance was performed on the console¿s battery. Per field action ¿fa-q318-mcs-1¿ (see MFR. Report number 2916596-2019-02554), it was confirmed that the new backup system warning label was present on the console. The console was returned to the customer. An additional photo submitted by the customer showed the reported event on the centrimag mag monitor. Reports of similar events have been documented and corrective action had been initiated to investigate the issue further. The investigation has determined that the issue is not related to a 2nd generation primary console related issue. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient information requested, not provided. Approximate age of device will be submitted when the manufacturer's investigation is completed. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was place on the centrimag device on (B)(6) 2019. It was reported that the patient was stable in the ICU on centrimag lvad at approximately 3100 rpm when the system lost lpm flow and dashes appeared on the monitor and console. The following alarms occurred: m5, s3, f2. The ECMO manger attempted to disconnect and reconnect the flow probe. That did not correct the problem. At that time the patient went asystolic and the pump stopped. The clinician initiated emergency system exchange to the backup system however they were unable to get the pump seated properly in the new system so they shut the original pump off and restarted to see if the motor would restart. The original system did restart and cleared all the alarms so they re-initiated support on the same original system. Once the patient was stabilized the hcp did not want to switch the patient on another system in fear of the patient's condition as too fragile and unstable. The customer was waiting to get the approval to switch the patient to another system and then return the console, motor and monitor for investigation of the failure. Additional information has been requested, but not been provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.